Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced insulin flow blocked alarm. The customer's blood glucose value was unknown. The customer stated that they attempted to bolus at dinner. During troubleshoot, the customer ran 5 unit fixed prime. The customer stated that the tubing was not bent or kinked. The product was returned for analysis.